Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 430 mg/dl. Customer stated that they already took bolus. Customer was assisted with basal rates programming. Customer declined for troubleshooting as they know the reason of high blood glucose. Customer was not connected to insulin pump overnight, and blood glucose level was increased. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.